Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead perforated the patient. A pericardiocentesis was performed. The lead was no longer used and a new lead was implanted. The patient was doing fine post procedure.